Event description:
Pt states his cadd legacy pump, (B)(4), exp date: 07/08/2018, suddenly started beeping and stated "reservoir volume low", however, pt states there should have been at least 60% of the mix in his cassette. It should not alarm him to change right now, pt switched his cassette to back up pump and it is working fine, advised we will replace out malfunctioning pump via fedex courier. A return box was sent and pt advised to ship back malfunctioning pump. No a/e experienced during this malfunction. No further info known. Dose or amount: 19 ng/kg/min, frequency: continuous infusion, route: IV. Dates of use: (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.